Manufacturer narrative:
(B)(6).

Event description:
It was reported that screw broke upon insertion. The screw was removed from the patient. No patient injuries were reported. A backup device was available to complete the procedure.

Manufacturer narrative:
The reported opus speedscrew device, intended for use in treatment, was returned for evaluation. A relationship between the product and reported incident was not established. From the information provided, the screw broke upon insertion. Visual evaluation shows the device with anchor, piece of suture and part of snare loop attached. No manufacturing anomalies were identified. During functional evaluation the activation knob could be easily turned. The function switch could be pressed down and moved forward. Speedscrew is a single use device and the functional test cannot be performed in the condition the device was received. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: bone quality, levering the device during or after insertion, or excessive torquing. The instruction for use states: (1) do not implant the anchor in poor quality bone or where bone quantity is limited. Incomplete insertion or poor bone quality may result in implant pullout or suture breakage.(2) do not bend, apply excessive torque, or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Do not deploy a bent or damaged implant. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported opus speedscrew device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the screw broke upon insertion. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect alignment during insertion. Incorrect alignment during device insertion can result in damage to the device and device failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.